Event description:
The customer originally returned his olympus evis exera iii colonovideoscope due to the device experiencing a lack of air insufflation during a procedure. According to the initial reporter, this event caused a 3-minute delay as the user had to change over to another scope. Reportedly, this scope change and subsequent delay had no impact on the patient¿s overall outcome. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the body scope cover. This report is being submitted to capture the confirmed insufficient reprocessing noted during the device evaluation. The initial reporter could not confirm the number of times this event occurred. He was able to note that one of the events (captured in (B)(6)) occurred on (B)(6) 2023. This report is related to 3 others. Please see reports with patient identifiers: (B)(6) for related events.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit had undergone insufficient reprocessing. This poor reprocessing caused foreign material to become lodged in the scope body cover, restricting air/water flow. Additionally, the unit had minor wear and tear noted throughout. These include scratching, cracks, and dents. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer confirmed the reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received from the customer (ga2334026-1). The customer does not know what the white objects were on the subject device and no simethicone is added to the water container. Scopes are reprocessed correctly, and nurses have all been trained and certified in reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the suggest event occurred because during the procedure the user took time to inflate colon which led to lack of insufflation air. That resulted in delay of the procedure. Lack of insufflation air may have been caused by narrowed air channel due to foreign material that entered the air/water-cylinder unit. However, the root cause of the suggest event could not be identified. The event can be detected/prevented by following the instructions for use which state: -operation manual chapter 3 preparation and inspection -reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.